Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss), due to lead fracture. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss), due to lead fracture. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced due to a suspected lead fracture. No additional adverse patient effects were reported.